Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the balloon, inflation lumen (shaft) and wire lumen (shaft). The tip, balloon, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed tip damage, numerous kinks in the hypotube, and pinholes in the balloon material located 1mm distal of the proximal markerband. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 31-may-2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 12x2.75mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.